Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited inadequate capture. The lead was explanted and replaced. Upon extraction, externalized conductors were observed. The patient was stable.

Manufacturer narrative:
Correction - implant date submitted as (B)(6) 2012 in initial report was an error and should have been (B)(6) 2003 which was corrected in follow up report.